Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. The hemostatic valve separated. During use, the flap of the hemostatic valve was removed. The issue was resolved by changing the sheath to a new one. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned sample revealed that the brim cap was observed detached from the hub of the unit. A manufacturing record evaluation was performed for the finished device number 17992742, and no internal action related to the complaint was found during the review. The hemostatic valve separation was confirmed since the brim cap was observed detached from the hub of the unit. The brim cap was not returned for its analysis. However, neither damages nor any anomalies were observed on the internal components of the hub. The cause of the detached brim cap observed on the unit could not be conclusively determined during the analysis; procedural factors and /or handling process may contribute to this issue. Controls are in place to verify the units for this kind issue; the produced devices are inspected 100% before leaving the facility. Several inspections are performed through all assembly process operations. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-dec-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 15-dec-2021, bwi received additional information regarding the event. To be more specific on what section broke/separate: brim cap detached. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. It was not reported that air entered the patient¿s body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a preface® guiding sheath with multipurpose curve. The hemostatic valve separated. During use, the flap of the hemostatic valve was removed. The issue was resolved by changing the sheath to a new one. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.